Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log files malfunctioning geo-pc. Upon troubleshooting geometry pc, fse found that cmos battery was defective. The philips engineer replaced cmos battery in the geometry pc and rebooted the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not move there was no reported patient or user harm. Philips has started an investigation of this complaint.